Event description:
It was reported that the pacemaker was at vvi 65 due to a device reset. There was reportedly no history of travel or radiation. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed a power on reset (por) occurred. It was noted the device should be able to fully recover after the reset. Diagnostic information is consistent with the reported complaint.